Manufacturer narrative:
The tech replaced the bent hex rod and broken screw to repair the stretcher.

Event description:
Info received indicates the brake does not work. One caster would not brake due to a bent hex rod and broken screw. The three other casters would hold in brake.